Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the first firing during esophagectomy, the surgeon clamped azygos vein but could not fire the device. The display screen was checked and found to be blackout. The adapter error occurred while the setting the device and still connected the adapter to the handle twice. All devices included the handle were replaced, and the operation completed without problem. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. An analysis of the system logs indicated that during two attempts to fire, the reload hit interlock. Handle was functioning as intended. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The cause of the reported condition "could not fire the device" is due to firing a used legacy reload that hit interlock preventing the firing without staples. If information is provided in the future, a supplemental report will be issued.